Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a colon resection, initially the device could not be closed. The surgeon was unable to perform full, of the complete squeezes handle. The handle did return to the open position following the first full squeeze of the handle. Following the second complete squeeze of the handle, the handle remained in the closed position. The device partially fired leading to an incomplete staple line. To resolve the issue, the staple line was resected and re-stapled. There was unanticipated tissue loss as a result of this problem. To resolve the issue and complete the case the patient got a follow-up. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When realized that the rectal stump was not closed with the stapler they scelettized the rectal stump for another 2 cm and applied a contour-stapler (johnson & johnson) to close the rectal stump. To resolve the issue and complete the case the patient got a follow-up by an oncologist. The patient had a colonoscopy and presented with a far advanced sigmoid carcinoma. The patient did not have permanent injury (i.e. Colostomy) because the patient suffered from peritoneal carcinomatosis. It was the intention to perform a hartmann procedure from the beginning of the operation. The patient suffered from long standing ulcerative colitis. The patient had not undergone previous chemotherapy or radiation therapy. There was unanticipated tissue loss as a result of this problem. The unanticipated tissue loss consisted of 2 cm of the rectal stump. Patient status is alive, no injury. The patient was followed during the rest of the hospital course with no evidence of a rectal stump insufficiency. The patient was discharged after the expected period of in hospital treatment, and is currently under palliative chemotherapy.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The unit was received loaded with a fully fired sulu. There were no visual or functional abnormalities observed. The unit was reloaded with staples and fired on the test media with appropriate staple formation. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.